Event description:
At the end of a hip surgery procedure, nurse noted a small piece of the drill bit broke off in the patient's femur. Surgeon was unable to retrieve it. X-ray confirms the fragment is in the bone.